Event description:
Additional information was received from a manufacturer's representative (rep) and confirmed by the healthcare provider (hcp). It was reported that the cause of the dye accumulating behind the pump was believed to be a compromised catheter. The issue has not resolved, but surgical intervention to either repair or replace the catheter or explant the pump will occur (B)(6) 2026.

Manufacturer narrative:
B2. This event has been updated to a serious injury as the new information provided indicated that intervention was going to be requ ired. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer's representative (rep). It was reported that the pump was explanted and wo uld not be returned as it was discarded by the customer. The catheter was tied off and left in the body. The patient elected to discontinue therapy rather than have a catheter revision. The issue was resolved.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient who was receiving bupivacaine and unknown morphine via an implantable pump for non-malignant pain. It was reported that the hcp pulled fluid off of the pocket on jan-26 and sent it for testing, and it came back positive for cerebrospinal fluid (csf) and narcotics. On jan-29, the rep stated they were doing a dye study to attempt to determine if the catheter had disconnected from the pump. The rep noted that there was some fluid surrounding the pump in the pocket. The hcp was able to aspirate through the catheter access port (cap), but he suspected it was the fluid in the pocket that was being withdrawn because of the ease of aspiration. After withdrawing 2 ml of fluid, he injected dye in through the cap and watched under fluoroscopy. The dye appeared to accumulate behind the pump and did not travel up the catheter as expected. The patient was going to decide at a later date whether she wanted surgery to repair or to just have the pump explanted.

Manufacturer narrative:
B3. This event date is month and year valid. Please see b5 for additional event date information. D10: section d information references the main component of the system. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(6), ubd: 08-mar-2012, UDI #: (B)(4) , implanted: (B)(6) 2010, product type: catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.